Manufacturer narrative:
The date of the event was reported as an unknown date in 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked during filling. The leak was observed in the filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.